Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "the cuff was found leakage during function test prior to use on patient." There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and yellowish stain marks were observed on the surface of the blue and clear cuffs and the bespak valve. The stains indicate the tube had been used. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuff to 25 mbar using a calibrated endotest. It was observed that the clear cuff could not be inflated; whereas the pressure of the blue cuff maintained at 25 mbar for 30 minutes. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from tracheal clear cuff but not from the bronchial blue cuff. The area of leakage was then observed under magnification. A big hole was observed on the cuff. A device history record review was performed and there were no issues found that could relate to the reported complaint. Other remarks: the complaint of leakage was confirmed; however, a root cause for the issue could not be determined. During the visual inspection, yellowish stain marks were found on the device and it is suspected this tube has been used by the end user. It is possible that the failure could be induced during the intubation process, although this could not be confirmed. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges "the cuff was found leakage during function test prior to use on patient." There was no report of patient impact or consequence.